Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that two out of the last four sensors she used gave her an infection. The customer stated that her skin became red and swollen and there was discharge. Blood glucose level at the time of the incident was not provided. The customer was advised as to the proper sensor usage techniques and will revert to her backup plan while recuperating. The sensors will not be replaced or returned for analysis.